Manufacturer narrative:
Following our receipt of the one used sensor and performed visual inspected and checked for physical damage and none was found (no microscope). Performed continuity resistance test to verify (open trace) electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaints of unexpected sensor alarms were not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor error-change sensor/bad sensor, sensor glucose vs blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Customer is reporting a discrepancy between sensor glucose (sg) and blood glucose (bg) which is not within range. Explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-7040a was requested and it was returned.